Event description:
Motor exhaust hose ruptured suddenly during cervical spine procedure. Surgeon was working on c2-c3 to dissect the last mm of bone away from the spinal cord. The surgeon's assistant noticed a large "aneurysm" in the hose a couple of feet away from the motor. Hose ruptured before he could alert the surgeon. An examination was done to assess any injury to the pt's spinal cord and blood supply. There was no injury noted. Or staff expressed concerns regarding damage to their hearing as a result of the loud noise from the rupture. The surgeon had to re-scrub and re-gown to complete the procedure. On follow up it was reported that the surgeon was startled by the sound of the hose rupture and fell backwards. He was not using a platform and there was no injury to surgical staff or pt.